Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level was 54 mg/dl. Customer advised they received a lot of insulin compared to the number of carbs they consumed. Customer advised they have low blood glucose levels every day.